Event description:
Caller reported an issue with the pump where the cartridge was not fitting properly along the guide tracks. It was confirmed that the problem did not cause the customer's blood glucose level to exceed 500 mg/dl, hence the customer¿s blood glucose level was within the normal range at the time of the report. To address the problem, the customer planned to start using a new cartridge and was advised by technical support to inspect and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Despite these efforts, the customer was unable to fit the cartridge due to possible dexterity issues, prompting technical support to arrange for a replacement pump to be sent. The customer was also informed of the steps to follow upon receiving the new pump and acknowledged the instructions.